Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was high due to not delivering a bolus quicker after consuming a meal. The customer declined tandem technical support's offer to troubleshoot.